Manufacturer narrative:
A ge service representative performed an onsite investigation. The system hard disk was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the loss of a usable live fluoroscopic image. No patient or user injury was reported.